Manufacturer narrative:
The replaced part has been requested for investigation, but has not yet been received. A supplemental medwatch will be sent when the investigation is complete. (B)(4).

Event description:
It was reported that there was a constant air leakage, from the drainage valve, on first use of compressor. (B)(4).